Manufacturer narrative:
Tw ID#: (B)(4). Corrected sections: h6- removed codes 4114 & 3321. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 11/06/2023. An investigation was conducted on 11/07/2023. A visual inspection was conducted. Both the harvesting device and cannula was returned to the factory. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting device. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot#: 3000314373 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4) corrected section: g3 date of mfg corrected from "(B)(6) 2023" to "(B)(6) 2023" submit in initial MDR (mfg report #2242352-2023-00786) update section: b4, g6, h2,h10, h11.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. It has an outside sheath with a carriage scoop (c-ring) on the hemopro device that scoops around the vein carriage which was broken in half. They were able to bring c-ring back into the carriage. No components of the c-ring assembly engaged with the hemopro/hemopro-2 jaws during the harvesting procedure. No portion of the c-ring dislodged from the harvesting cannula into the patient¿s leg/arm/tunnel. No additional incisions required due to the reported failure. Procedure was completed with same device. No procedural delay. No harm to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000314373 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.